Manufacturer narrative:
The device has not been returned. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Cardiac dysrhythmias (i.e. EKG changes) are known potential adverse effects per the instructions for use (IFU) and are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. Without the return of the valve, the root cause of the coaptation cannot be determined.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the returned product specimen was evaluated. Visual examination found valve distortion with the stent posts slightly deflected. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow and/or outflow. All leaflets and commissures appeared to be intact. Remnants of pannus and thrombotic appearing host tissue were found remaining on the product specimen. Radiography showed trace mineralization in the right and non-coronary cusps and evidence the stiffened band was slightly distorted and oval shaped. Conclusion: the observed pannus overgrowth on the inflow appeared to have extended several millimeters out onto the leaflet which would have significantly impaired the leaflet mobility. The impairment of leaflet mobility may have led to the observed thrombus formation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year following implant of this bioprosthetic valve, the patient presented with cardiac conduction disturbances and arrhythmias. The valve was explanted and replaced with a competitor's valve. Upon explant, it was noted that the valve was not coapting properly. No other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that prior to replacement of this valve, the patient experienced dyspnea with little effort. Upon explant and examination of the valve, it was found that one cusp was not moving appropriately resulting in a decrease of the valve's effective orifice area. (B)(4).